Event description:
During bathing, the resident began shaking and her feet were "jittering". The cna then noticed the left small toe was bleeding. The resident had a 3 cm laceration. Resident was taken to the hosp were the small toe was amputated after evaluation by the attending doctor. One person involved.